Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va090aq, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the event was a right intra ventricular hemorrhage. It was noted that no actions were taken as interventions. It was noted diagnostic methods included a CT scan without contrast. It was noted that the results showed a new intra ventricular hemorrhage, no hydrocephalus on (B)(6) 2013. It was noted on day later that CT scan without contrast showed stable appearance of the right intra ventricular hemorrhage status post deep brain stimulator (dbs) placement, without hydrocephalus or mass effect. It was noted 4 days later that CT without contrast showed decreasing pneumocephalus, stable ventricular size no new intra cranial findings. It was noted that the etiology was incisional site and or device tract. It was noted that the event was possibly related to the device or therapy and possibly related to the implant procedure. It was noted that the signs and symptoms included an altered mental status during stage 2 dbs electrode placement surgery. It was noted that the outcome was resolved without sequelae eleven days prior to report. It was noted that the event resulted in in-patient hospitalization. Refer to manufacturer report # 6000153-2013-00228.